Event description:
Patient on mechanical ventilator which malfunctioned in that a kink in exhalation tubing did not allow full exhalation. He developed respiratory distress with subsequent bradycardia and hypotension which were all relieved immediately when patient was taken off ventilator and ventilated with ambu-bag.